Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
As reported by the (B) (4) registry, the patient experienced a myocardial ischemic event/myocardial infarction approximately four days after the index procedure. Approximately two weeks post index procedure, the patient died of cardiogenic shock. At the time of the index procedure, angiography revealed 80% stenosis of the proximal internal carotid artery. The lesion was described as 35mm in length, concentric and >=3mm in width, circumferential, severely calcified, eccentric, ulcerated and moderately tortuous. The reference vessel was 5mm in diameter. The patient's pre-procedure (B) (6) stroke scale score was 0. The patient was asymptomatic. An angioguard rx with a basket size of 6mm was deployed beyond the lesion. A 9 x 40mm precise pro rx stent was implanted at the target lesion, with 0% residual stenosis. A contralateral procedure was also conducted. Angiography revealed 80% stenosis of the right proximal of internal carotid. The lesion was described as 20mm in length, concentric and >=3mm in width, circumferential, severely calcified, eccentric, ulcerated and severely tortuous. The reference vessel was 5mm in diameter. An angioguard rx with a basket size of 7mm was deployed beyond the lesion. A 10 x 40mm precise pro rx stent was implanted at the target lesion, with 0% residual stenosis. The patient left the angiography suite without neurological deficit. There was no presence of air bubbles. The patient experienced a myocardial ischemic event/myocardial infarction approximately four days after the index procedure. Approximately two weeks post index procedure, the patient died of cardiogenic shock. The events were not related to the cordis product. The patient has a significant medical history including hyperlipidemia, coronary artery disease and myocardial infarction. The patient has high risk criteria of recent mi (greater than 24hrs and less than 6weeks) and synchronous severe cardiac & carotid disease requiring open heart surgery, carotid revascularization and knowledge of two or more proximal or major diseased coronary arteries with > 70% stenosis that have not or cannot be revascularized and bilateral artery stenosis as determined by angiography in which both carotid arteries require treatment. A review of the manufacturing documentation associated with lot 15093729 presented no issues during the manufacturing and inspection processes. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15093729. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. There is no medical evidence to suggest a relationship between carotid stent implantation and the reported mi.

Event description:
As reported by the (B)(4) registry, the patient experienced a myocardial ischemic event/myocardial infarction approximately four days after the index procedure. Approximately two weeks post index procedure, the patient died of cardiogenic shock. At the time of the index procedure, angiography revealed 80% stenosis of the proximal internal carotid artery. The lesion was described as 35mm in length, concentric and >=3mm in width, circumferential, severely calcified, eccentric, ulcerated and moderately tortuous. The reference vessel was 5mm in diameter. The patient's pre-procedure (B)(6) stroke scale score was 0. The patient was asymptomatic. An angioguard rx with a basket size of 6mm was deployed beyond the lesion. A 9 x 40mm precise pro rx stent was implanted at the target lesion, with 0% residual stenosis. A contralateral procedure was also conducted. Angiography revealed 80% stenosis of the right proximal of internal carotid. The lesion was described as 20mm in length, concentric and >=3mm in width, circumferential, severely calcified, eccentric, ulcerated and severely tortuous. The reference vessel was 5mm in diameter. An angioguard rx with a basket size of 7mm was deployed beyond the lesion. A 10 x 40mm precise pro rx stent was implanted at the target lesion, with 0% residual stenosis. The patient left the angiography suite without neurological deficit. There was no presence of air bubbles. The patient experienced a myocardial ischemic event/myocardial infarction approximately four days after the index procedure. Approximately two weeks post index procedure, the patient died of cardiogenic shock. The events were not related to the cordis product.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.